Event description:
The reporter stated an indigo ftp foam tip plunger was found to be bent when the package was opened. No more info was provided but if add'l info becomes available, a supplemental medwatch will be sent.